Manufacturer narrative:
H3: the device was not returned for evaluation; therefore, a root cause could not be determined for the event. H6: the quality investigation is complete.

Event description:
No new information.

Event description:
It was reported that during a case, the bur was spitting out metal shavings. It was also reported that there were no adverse consequences, no medical intervention and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
D4: UDI is unknown as the part/ lot number was not reported. H6: a follow up report will be filed once the quality investigation is complete.